Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a clip applier forceps. The event occured in surgery. The customer found that clips could not be released from the applier. But it was not every time. The customer is worried about when using for vein. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing evaluation: the instrument arrived in a decontaminated condition and is available for investigation. Failure description - the instrument arrived in a clean status without visible damage. Investigation - the investigation was carried out visually and microscopically with the digital microscope and the digital-camera. We made a visual inspection of the instrument. Here we found multi-colour discoloration. No further visible damage were discovered. Furthermore the instrument was send to the production department for further investigation. Regarding the analysis report: "clips can be applied. The applicator pliers are of good quality. No cause can be determined. Possibly wrong clips were used.". Batch history review - the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR -device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the described error was related due to an usage error by an possible use of wrong clips. According to the investigation report of the quality assurance of the production department: "specification: closing function according to guardus test plan: check the function of the clamp with 3 clips each (pl459200) 100% in the segment by the operator, document it and transfer it to the caq system at test station 238. Check the clip from the 3 test clips with the largest clip gap with test pin set (especially for ds clip gap). Current state: clips can be applied. The applicator pliers are of good quality. No cause can be determined. Possibly wrong clips were used. On the production side, no faults can be detected." Possibly the yellowish-brown to blue-violet discoloration could be silicates. Furthermore there is the possibility that the silicate discoloration on the surface of the instrument after steam sterilization caused by excessive silicon dioxide levels in the demineralized water. This occur due to · passage of silicon dioxide in the production of fully demineralized water when using ion exchangers and reverse-osmosis water treatment equipment · carry-over of detergent residues due to insufficient intermediate rinsing the silicate deposits could removed through to acid-based cleaning using special detergents as recommended by the manufacture. Stubborn deposits can be removed with agents containing hydrofluoric acids. Some preventive measures would be to use silicon dioxide-free, fully demineralized water for final rinse during automated reprocessing. Prevent detergent carry-over by: · correct tray loading and proper positioning / fixation of items to be processed with hollow spaces in which liquids can accumulate (e.g. Kidney-shaped bowls) · ensure correct functioning of dispensing equipment · ensure sufficient neutralization and intermediate rinsing during automated reprocessing. For steam sterilization use water quality as specified in en 295 (appendix b, table b1.) Or din 58946 part 6. Furthermore according the instruction for use (IFU) the following warning must be observed: - risk of injury and/or malfunction - always caryy out a function check prior to using the product - only use the ds clip applier forceps with the appropriate clip cassette no CAPA necessary.